Event description:
It was reported that the liquid would not flow out of an lv 5 infusor. This was observed after filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: march 19, 2012 - march 20, 2012. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.